Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2005. D4 and h4 the customer reported lot# 1392454522, but this did not match any in ICU medical. It is clear there was a typo. 13924522 was found and matched the product reported. 13924522 was used for this report. The investigation is in progress, but not yet complete. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a check valve with male/female luer lock that experienced leakage. The following issue was reported by the customer: ¿ after inserting and washing with saline, blood reflux is noted¿. The product is available for evaluation. The status of the product at the time of the event is ¿unknown¿. There was yes , patient involvement, a 19 years old patient, no adverse event / human harm. In clarification to the above description , the status of the product at the time of the event is "after inserting and washing with saline". This event lead to a delay in the start of the intervention, no medical intervention necessary following this event, this event was reported by the collaborator who used it ,the infusion was not started when the problem occur, the programming entered for the infusion was drugs for maintenance sedation and balanced electrolytics , the tubing was replaced , only the valve have been replaced ,the blood loss or reflux was not considered clinically significant, the patient's condition before and after the event was stable. In clarification, the customer confirmed that ¿there was blood leaking from the cap¿.

Manufacturer narrative:
One used. List #011-cs25 was returned for evaluation. As received saline residuals was found inside the returned sample. However, no additional damage or anomalies are observed, no mating device was returned for evaluation. The cracking pressure met the product specification. However, the back flow pressure test failed. Complaint of blood reflux can be confirmed. The lot history of the returned packaging was reviewed, no nonconformities were identified that may have contributed to the reported complaint.